Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned for evaluation. The delivery system was returned locked, inserted through loader cap, and with partial fine adjust used. The returned delivery system was visually inspected for abnormalities and the following was observed, longitudinal balloon burst across entire length of inflation balloon. Review of the provided patient imagery revealed the following: mild calcification of the stj, mild calcification of native leaflet. No relevant functional testing could be performed due to the condition of the returned devices (burst balloon). The complaint was confirmed through visual inspection. Balloon single wall thickness was measured along the burst at six locations. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, and a thin wall could contribute to the observed burst. All measurements met specification. Based on visual inspection of the returned device, the complaint was confirmed for ¿balloon burst¿. Review of manufacturing mitigations and device dimensional testing revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training materials revealed no deficiencies. Per complaint description, ¿the patient had mild native valve calcification and mild to moderate stj calcification¿ and ¿the stj calcification was the likely cause of the balloon burst.¿ the imagery of the patient also shows calcification in the patient anatomy. An in-depth evaluation regarding complaints and clinical data for ¿balloon ¿ burst¿ has been documented in a technical summary. In this technical summary, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary additionally demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from the IFU and training manual and the manufacturing process), as identified in the technical summary, are still in place. As such, available information supports that patient factor (calcification) likely led to the reported event and there is no evidence of device malfunction or manufacturing nonconformance. No further engineering evaluation is required at this time. Additionally, since the occurrence rate did not exceed the january 2019 control limit for the trend category, neither product risk assessment nor corrective action is required.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Investigation is underway.

Event description:
As reported by a field clinical specialist, during deployment of a 26mm sapien 3 valve in the aortic position via transfemoral approach, the commander delivery system balloon burst. The valve was fully deployed at nominal volume and post dilation did not need to be performed. There were no leaks and the patient is currently stable. The patient had mild native valve calcification and mild to moderate stj calcification. The stj calcification was the likely cause of the balloon burst. The device will be returned for evaluation.